Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported asahi sion blue guide wire was returned for investigation. The returned sion blue was found with its outer coil elongated from the proximal solder (set at 200mm from the wire tip to fix the outer coil onto the core wire) and fractured. The fractured core wire was exposed from the elongated and fractured outer coil. Microscopic observation of each of the fracture ends of the outer coil and the core wire found necking of the fracture edge which could be attributed to tension. The fractured distal segment had its outer coil elongated for approximately 230mm and fractured. The elongated inner coil was exposed on the proximal side of the fracture end, and the fracture end of the outer coil was located at approximately 7mm distal to the proximal end of the inner coil. The twist wire composing the core together with the core wire, was found fractured at approximately 7mm from the tip of the inner coil. Necking was observed at each of the fracture edges of the outer coil and the twist wire strand, which was attribute to tension. When the distal segment of the outer coil was stretched for observation, the core wire was found fractured at approximately 7mm from the wire tip, and the twist wire was found fractured proximal to the ball tip at the distal end of the wire. Each fracture end was found necked, indicating that the fracture was attributed to tension. Measurement of the returned sion blue guide wire indicated that the entire guide wire was returned although the core was fractured and the outer coil was elongated and fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension generated during withdrawal while the distal segment of the sion blue guide wire was trapped by the lesion might have attributed to the fracture of the core wire and the twist wire, elongating and fracturing the outer coil. It was concluded that this event was not attributed to product quality. Although no health hazards were reported based on the obtained information, it was concluded that possibility of some fragment left in site could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a moderately calcified chronic total occlusion (cto) in the right coronary artery (rca). When an asahi caravel microcatheter and an asahi sion blue guide wire were used to cross the cto, the caravel microcatheter got stuck in the lesion and its distal segment was damaged. It was informed that there were no adverse patient effects. The concomitantly used caravel microcatheter is reported with: MFR report #: 3003775027-2024-00099.